Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that suture placement was successful with one proglide device in the left common femoral artery (lcfa) using the preclose technique prior to an iliac artery covered stenting procedure to treat an iliac aneurysm. The arteriotomy was 5f and was upsized to 7f for the preclose procedure. The lfca was mildly calcified on the posterior wall in a small segment. Reportedly, during advancement of a second proglide device significant resistance was felt. There was no pulsatile blood flow from the marker lumen. The marker lumen was reflushed unsuccessfully. The device was deployed and a cuff miss occurred. The footplate was parked and extreme resistance was felt during device removal. A snap was heard and the blue rail suture which was from the first device, came out of the patient. The white rail, from the first device, was tightened, but it came out of the patient with no resistance. A 4 cm hematoma occurred. Manual arterial compression was applied to achieve hemostasis and to treat the hematoma. The stenting procedure was rescheduled. The physician was in-training in large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.